Event description:
A nurse programmed the infusion pump to administer insulin at 100units/hour, but should have programmed the pump to infuse at 10units/hour. The pump permitted this infusion rate, but should have prevented any rate over 70units/hour. Apparently the pump reverted to "anesthesia therapy" which allowed this rate of infusion. It is unknown how the pump reverted to anesthesia therapy, as the nurse would not have been able to program this. Please note that this setting is not to be confused with "anesthesia mode," which was not selected. Routine blood glucose monitoring showed significant decrease in blood glucose levels. The patient received dextrose per hospital protocol to raise blood sugar to within normal limits. The patient was not permanently harmed from this event.the manufacturer is performing an event log investigation for both the pump module involved and the cpu, which is not yet completed.